Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found about 1-1/2 inches of the monofilament was exposed at the guide and the needle tip still attached to the rail end. The plunger, cuffs and link were not returned with the device. Based on the investigation findings, a posterior cuff miss occurred because the needle tip was returned without the posterior cuff. During the investigation, a proxy plunger was inserted and the needle trajectory was acceptable. Also, the needle trajectory of every device is checked twice during manufacturing. The most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. There were no manufacturing or quality issues detected that could have contributed to the reported event. Review of the device history record for this lot did not produce any findings relevant to this report.